Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red marks/rash due to wires digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended placing gauze around the wire that touches pt's skin for the skin irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.